Event description:
It was reported that the pacemaker exhibited undersensing causing inappropriate mode switch. It was noted that it was suspected in the ams episode, the intrinsic atrial events are being blanked out by the device. No intervention was performed. Further information was requested however, was not provided.